Event description:
It was reported that at the two week follow-up visit the pocket was red and inflamed. It was noted that there was an implantable neurostimulator (ins) and lead infection. It was noted that it was decided to remove the entire system and initiate antibiotic treatment. It was noted that the infections resolved and that the subject was re-implanted with a second deep brain stimulation (dbs) system approximately 2.5 months later.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event required a new and prolonged hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va01k4q, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, lot# nkn045716v, product type: extension. Product ID 3708660, lot# nkn045742v, product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the infection suspected cause was the stimulator. The event was related to the study and unknown if related to the procedure.